Event description:
Found during testing. The customer reported that the device will only operate for 10-15 minutes with a fully charged battery. There was no patient use associated with the reported malfunction.

Manufacturer narrative:
According to the reporter, other, alike, devices that customer owns operate properly with the same fully charged battery. The customer forwarded the device to physio-control for evaluation and repair. Physio is currently investigating the reported incident.